Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the mesher malfunctioned and did not properly mesh a skin graft as it meshed only half of it. No harm or delay were reported. No adverse event was reported as it relates to his event.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the test mesh during device evaluation. The device was recalibrated and cutter and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.